Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and failure analysis found insulation damage on the conductor wire. No material was found missing. The instrument passed the electrical continuity test. The conductor wire insulation was damaged at the bipolar yaw pulley. The known cause of thermal damage on the bipolar yaw pulley is commonly attributed to another energized instrument momentarily touching the instrument yaw pulley. A review of the submitted image concluded that the damage done to the conductor wire insulation was likely due to user mishandling (collision between instruments).

Event description:
It was reported that during cleaning and sterilization, the customer noted that the fenestrated bipolar forceps instrument conductor wire coating had come off. It was reported that there were no problems or health damage in the procedure and that the procedure was completed with this instrument. The surgeon confirmed that he did not perform an unreasonable operation such as hitting the tips together during the operation. There was report of patient injury, harm, or adverse outcome.